Event description:
It was reported that a shaft break occurred. The patient presented with acute coronary syndrome. A 2.25mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, as the physician was loading the balloon on the wire, a change in ability to push was noted while maneuvering the balloon in the guide. The device was pulled back and it was noticed the device had fractured at the hypotube junction before entering the patient's anatomy. All of the device was pulled and removed intact from the patient and a new nc emerge balloon catheter was used successfully. The patient was recovering and procedure was completed without complications.